Event description:
At follow up from a procedure in 2007 to coil a ruptured anterior communicating artery aneurysm, it was found that there was filling at the aneurysm neck. The physician decided to place more coils to "secure the aneurysm". He attempted to place the coil [subject device] but could only place 12cm of the coil within the aneurysm as it was too large. He was retracting the coil when it became stuck. The physician reported feeling "a pop" and noted that only the pusher wire was moving as he continued to retract the device. When the pusher wire was fully withdrawn, the physician confirmed that the coil was not attached. A combination of four different retrieval devices were used to retrieve the parts of the coil that had stretched and separated. The coil was reported to "unravel on each attempted retrieval". A small tail of coil was left protruding from the aneurysm. This was confirmed on angiography not to be flow limiting. However, a thrombus formed on this piece of the coil which was successfully treated with tpa and reopro. The procedure was aborted at this point. There was no reported injury to the pt. No info was provided as to why four retrieval devices were used.